Event description:
We received a report that an tecnis toric zct150u205 was explanted after the patient experienced an unexpected post-operative refraction. The patient ended up with more plus than intended. No complications reported and the patient has recovered.

Manufacturer narrative:
Corrected data: (B)(4). Additional info: device available for evaluation: yes. Returned to manufacturer on: 02/17/2015 product evaluation: the intraocular lens (iol) was returned to the manufacturing facility for investigation. Visual inspection performed. The lens was identified as tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. The lens is cut in pieces, most probably to make explant possible. The complaint was not confirmed. The manufacturing records were reviewed. The production order was released (B)(6) 2014. There were no non conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and/or material changes within the production order. There were no non conformances with respect to the sterilization process. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power. Results of environmental control showed there were no non conformances within the timeframe the lens was manufactured. A search on complaints related to the production order number revealed that no other complaints were received to date. The complaint trend was reviewed and did not show any significant change over historical averages. The information did not indicate any relationship with the design or manufacturing. Based on the manufacturing record review and historical review no non-conformances were found; the lens was manufactured according to specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.